Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient had a successful trial and the doctor pulled the trial leads. The patient began to bleed some and pressure was applied with gauze. Then the patient's legs began to hurt and they had to lay down. As the pain didn't subside the doctor called for an ambulance to take the patient to the hospital. After observation it was determined that the patient had two large epidural hematomas and would be taken to surgery that day. The issue was ongoing.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient had surgery for the hematomas and they have recovered fine. The cause of the hematomas was unknown, per the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.